Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va03hnx, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 26-jan-2015, UDI#: (B)(4). Date of event (B)(6) 2012 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was going in for a CT scan for another replacement of the probes/leads in the brain and they wanted a manufacturer's representative (rep) to be at the patient's appointment. An email was sent to the rep to further assist the patient. It was clarified that the one of the patient's leads was not put in the proper spot, and due to the placement of the lead in patient's speech center, no matter how they programmed the device, the patient's voice doesn't work. And due to this, the patient has had adjustments to different settings to where the patient did not shake and was able to walk, but then this affected the patient's speech. Patient had to go in all the time for adjustments and it was stated that in order for some things to work, other things don't work. Patient had an MRI and the neurologist informed patient that the lead was not in the spot she thought it should be in. It was also mentioned that when patient turns off stimulation, their voice was perfect, but then just shakes so bad.